Event description:
Device history record was reviewed and nothing was found related to the reported event. Device history log could not be extracted according to provided information, therefore no review could be performed. Investigation revision : following reception of the service report and quality control certificate. The reported device was not returned to brézins for investigation as repairs were carried out locally. According to provided information, the power supply board has been changed that solved the issue. Despite several requests for parts return, no additional information was provided. From complaint description it seems that the cause of the event could be linked to a defective power supply board but this cannot be confirmed without proper investigation test in brézins. However, if we do get information later on we may re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not investigated. The trend is: normal.

Manufacturer narrative:
N/a

Event description:
The following has been reported: the pump is no longer charging, and does not hold its charge even when plugged in. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.